Event description:
The user facility reported that during a bypass procedure blood was observed leaking from the extra-corporeal circuit. The aortic cannula was found to have become disconnected from the tubing line. The user reconnected the tubing to the cannula, tie-banded to connection and the case was completed successfully. The blood loss was estimated to be approx 900-ml. The pt was given a blood transfusion and is reported to be fine.